Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began ¿just recently¿ (specific date and time not provided) when she allegedly obtained blood glucose readings of 35 and 43mg/dl using the subject device. The two measurements were taken more than 20 minutes apart and therefore not a valid accuracy comparison. It is unknown what medications, if any, the patient takes to manage her diabetes or whether she made any changes to her usual diabetes management routine in response to the alleged issue. The patient experienced symptoms of sweating and feeling faint an unspecified amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the same approved sample site was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.